Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under monitored anesthesia care (mac). During the procedure, there was reportedly some concern that the hydrogel began to move towards the recall wall, so not all of the hydrogel was placed. Following the procedure, upon review of magnetic resonance imaging (MRI), most of the hydrogel was seen placed in the right position, but there was a small amount of rectal wall infiltration (rwi) noted at the apex. This was noted to be a grade 1 rwi. No patient complications were reported due to this event. Additional information received on july 10, 2023: it was further reported that magnetic resonance image (MRI) slices were reviewed again and viewed slice by slice. The images showed from the base to apex there did appear to be hydrogel just under the rectal wall. It was noted that at the worst it was up to a 25% rectal wall infiltration (rwi). The patient was interested in stereotactic body radiation therapy (sbrt) but was worried about the risk of fistula. The patient's physician planned to discuss with the patient to determine if they would continue sbrt or change to moderate hypofractionation. It was noted the physician planned to suggest doing a scope prior to beginning treatment, if sbrt was planned.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non vascular.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under monitored anesthesia care (mac). During the procedure, there was reportedly some concern that the hydrogel began to move towards the recall wall, so not all of the hydrogel was placed. Following the procedure, upon review of magnetic resonance imaging (MRI), most of the hydrogel was seen placed in the right position, but there was a small amount of rectal wall infiltration (rwi) noted at the apex. This was noted to be a grade 1 rwi. No patient complications were reported due to this event.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under monitored anesthesia care (mac). During the procedure, there was reportedly some concern that the hydrogel began to move towards the recall wall, so not all of the hydrogel was placed. Following the procedure, upon review of magnetic resonance imaging (MRI), most of the hydrogel was seen placed in the right position, but there was a small amount of rectal wall infiltration (rwi) noted at the apex. This was noted to be a grade 1 rwi. No patient complications were reported due to this event. ***additional information received on july 10, 2023*** it was further reported that magnetic resonance image (MRI) slices were reviewed again and viewed slice by slice. The images showed from the base to apex there did appear to be hydrogel just under the rectal wall. It was noted that at the worst it was up to a (B)(4) rectal wall infiltration (rwi). The patient was interested in stereotactic body radiation therapy (sbrt) but was worried about the risk of fistula. The patient's physician planned to discuss with the patient to determine if they would continue sbrt or change to moderate hypofractionation. It was noted the physician planned to suggest doing a scope prior to beginning treatment, if sbrt was planned.

Manufacturer narrative:
Correction: the block d4 has been updated with the correct UDI, catalog and model number information. Additional information block a2, block b5 and block b7 have been updated based on additional information received july 10, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non-vascular.